Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a call service 064 alarm. There was no data in the pump histories from the time of the reported complaint on (B)(6)2019 due to continued to use of the pump. During testing, the pump successfully completed the rewind, load and prime steps without any call service alarms, warnings or issues. The original complaint of a call service alarm issue was not able to be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.